Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure appears to be user error, specifically the application of excessive mechanical force to the cannula, resulting in shaft bending. The complaint allegation was confirmed on the customer's attached picture, which shows the cannula of ar-7905-1 zonenavigator¿ system cannula - anterior bent.

Event description:
It was reported that during an anterior cruciate ligament surgery the anterior cannula was bent after the surgeon struggled to pass the needle through the cannula. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.